Manufacturer narrative:
Product information could not be obtained since the caller did not have products with him at the time of the call. It's not possible to determine the manufacture date or 510k number without the meter information. Devices not returned.

Event description:
A healthcare professional from a fire department contacted customer service regarding some of his facility's contour meters. He alleged that one of the meters was used to test a patient's blood glucose and the reading was 184 mg/dl. The patient was symptomatic for hypoglycemia. When ems arrived, they tested the patient's blood glucose using their meter and received a reading of 34 mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No information was provided about treatment the patient may have received. The caller did not have any of the products with him at the time of the call, so it was not possible to gather that information. The meters were replaced. No product will be returned at this time.